Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that during the intrathecal baclofen (itb) pump replacement operation, the ascenda catheter and the pump could not be separated. Granulation was inserted intothe sutureless pump connector of the ascenda catheter and were removed, but it could not be completely removed. The catheter could not be pulled away from the pump. It was further indicated that while holding the elliptical shape, they slowly rocked the connector to the left and right, and the connector was then slowly pulled away from the catheter port. It did not come off immediately, but was inevitably disconnected. An investigation of the cause was requested. No patient symptom was reported.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# unknown, serial# unknown, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Correction: patient code: e2317 and f15 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor and it was reported regarding the device status of the pump and catheter/connector, they cut at about 50 mm from the proximal tip and this would be returned with the pump in a connected state. It was noted that an 11mm piece that appeared to be a catheter was also included for return.

Event description:
Additional information was received from a foreign healthcare provider via a distributor on 2024-dec-10 and the serial/lot number and implant date of the catheter was asked but unknown. The initial reason for the pump replacement procedure was a routine replacement surgery over the life of the pump and the pump was implanted on (B)(6) 2017. The catheter was replaced on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8781, explanted: on (B)(6) 2024, product type: catheter, h3. Analysis of the catheter identified there was damage to the transition tube and difficulty with the sc connector led to explant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.